Event description:
It was reported that the patient had a potential infection at the battery site. Symptoms of redness around the incision was noted. The physician believed that the infection was not device related. The patient was prescribed with antibiotics. The patient was reportedly doing well.